Event description:
It was reported that during an embolization procedure, removal difficulties and a catheter shaft break occurred. The renegade hi flo catheter was advanced over another manufacturer's guide wire within another manufacturer's guide catheter and successfully placed. When the catheter was "pulled back", resistance was reported. The guide wire, guide catheter and renegade catheter were removed together, and the renegade catheter outer layer was broken. The inner layer remained connected. The procedure was completed successfully with another manufacturer's catheter. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
(B)(4).